Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 2 instances of damaged cap and case with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 4 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to damaged cap and case with moisture. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged cap and case w/moist issue. These reports were received from various sources. The patients associated with this allegation were 48 pounds and between 15 and 26 years of age. Of the reported patients, 4 were female.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 2 instances of a damaged cap and case with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.